Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800405 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the lock of the clip was found broken after loading during usage for appendicitis surgery.